Manufacturer narrative:
Device was returned on 3/6/2024 and a balloon burst was confirmed. No additional testing could be performed on the device due to the condition it was received in. An analysis of the production records showed no issues and the devices met all specifications for release. No other complaints have been reported on this device lot number. A review of the component records show no other complaints on the balloon lot number or the balloon tubing lot number used on this lot of catheters. (2) comparative catheters were pulled and tested for rated burst pressure. The first device was the same catalog number as the complaint device, but is a different lot number. An 0.035 guidewire was inserted up through the tip of the catheter. The catheter was then inflated with room temperature water using an inflation device with pressure gauge. The catheter was taken up to the rated burst pressure of 3.0 atm with no issues. It was then taken beyond the rated burst pressure until the balloon burst. The balloon did not burst until 5.5 atm, which is well above the labeled rated burst pressure. The ballon burst in a longitudinal direction. The second device was the same balloon diameter as the complaint device, but is a different lot number and a different balloon length. An 0.035 guidewire was inserted up through the tip of the catheter. The catheter was then inflated with room temperature water using an inflation device with pressure gauge. The catheter was taken up to the rated burst pressure of 3.0 atm with no issues. It was then taken beyond the rated burst pressure until the balloon burst. The balloon did not burst until 5 atm, which is well above the labeled rated burst pressure. The ballon burst in a longitudinal direction. Additional information was requested from the foreign distributor and user facility. No additional information was received even after multiple attempts. It is unknown as to what indication this device was being used for, the pressure the balloon was taken to, and if the pressure was even monitored as recommended in the instructions for use. No root cause can be established due to the lack of information.

Event description:
Balloon rupture.